Manufacturer narrative:
Additional information: race: unknown as information was asked, but not provided. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. (B)(4). Device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received. It was indicated the iol was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No non-conformance/exception report (nc/ER) was found as part of the manufacturing record review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dib00 intraocular lens (iol) had a flaw that was noticed at implantation. Lens was surgically removed and back up lens with the same model and diopter size was placed in the patient¿s ocular sinister (left eye) with no issues. There was no suture(s) and no vitrectomy, however the incision was enlarged. Patient tolerated the procedure well. Iol is not available for return as it was discarded. Through follow-up, additional information was received stating the patient had no complications during surgery and is doing well. No further information is available.